Event description:
It was reported that the user experienced multiple occlusion alerts during pump use and required assistance completing a supply change, including difficulty connecting a new connect adaptor, after which the user replaced the adaptor, performed a rewind, and successfully completed the supply change. Customer care agent provided support that included user guidance on replacing the connect adaptor and reloading supplies. Investigation of this case revealed that replacing the connect adaptor and restarting the supply change resolved the issue. Symptoms included interrupted insulin delivery consistent with an occlusion alert condition. Outcomes included resolution of the occlusion alerts after completing the supply change with no medical intervention required. It was concluded that the occlusion was addressed through supply replacement and reconnection, and the device functioned as expected after supply change.